Event description:
A customer in (B)(6) notified (B)(4) of discrepant results associated with vitek 2 ast-n372 test kit (reference (B)(4). The customer reported that an inaccurate esbl phenotype was proposed for an escherichia coli patient strain with the ast-n372 card. The customer repeated testing with the n233+xn05 card and the esbl phenotype was also proposed. The customer performed manual esbl confirmation with mueller hinton cloxa agar and it was (B)(6) indicating no esbl. The result was not reported to the physician and there was no impact to the patient. An internal (B)(4) investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed for the customer due to a report of an inaccurate esbl phenotype proposed for an escherichia coli patient strain in association with the vitek® 2 ast-n372 test kit. The customer's submitted strain was subcultured on columbia agar + 5% sheep blood and chromid® cps® e media. Identification was confirmed as escherichia coli using the vitek® 2 gn ID card, for identification of gram-negative bacilli. The presence of an esbl was checked by the phenotypic reference methods by screening for resistance to cephalosporins. The screening test was performed using mueller-hinton agar, with and without cloxacillin for following antibiotic discs combinations: mueller-hinton agar ceftazidime ceftazidime/clavulanic acid. Cefotaxime cefotaxime/ clavulanic acid. Cefepime cefepime/clavulanic acid. Mueller-hinton cloxacillin agar ceftazidime ceftazidime/clavulanic acid. Cefotaxime cefotaxime/ clavulanic acid. Cefepime cefepime/clavulanic acid. The results yielded a difference of inhibition diameters between antibiotic discs with or without clavulanic acid of < 5 mm, therefore giving a negative result, indicating that the strain was not an esbl producing bacteria. However, the results showed an increase in the diameters of inhibition between both media, with or without cloxacillin, indicating the presence of high level cephalosporinase (ampc). The strain was then sequenced to determine the expected phenotype. Genes esc, tem-1, and dha were identified confirming that this strain was not an esbl but most probably a high level cephalosporinase (ampc). Vitek 2 testing using vitek 2 systems software version v8.01 was performed including the ast-n372 card from the customer lot (cl: 0220806204 ) and from a random lot (rl: 0220681404). Columbia agar + 5% sheep blood and chromid® cps® e culture media were used. The advance expert system (aes) phenotypes "extended spectrum beta-lactamase" were proposed for all card lots and media tested. The following minimum inhibitory concentration (mic) results were obtained for the ast-n372 card, for both the customer and random lots: · piperacillin/tazobactam, mic <= 4 ug/ml, susceptible · ceftriaxone, mic <= 1 ug/ml, susceptible · ceftazidime, mic <= 4 ug/ml, intermediate reference methods were performed to check the mic values via broth microdilution (bmd) and agar dilution (ad). · the bmd method was used for development of piperacillin/tazobactam (tzp) on the ast-n372 card. · the ad method used development of for ceftazidime (caz) and ceftriaxone (cro) on the ast-n372 card. The results are as follows: · ref tzp mic = 2 mg/l, susceptible · ref cro mic = 0.5 mg/l, susceptible · ref caz mic = 4 mg/l, intermediate the vitek 2 values for piperacillin/tazobactam, ceftriaxone, and ceftazidime are in agreement with the reference mic (bmd or ad) without any category error. In conclusion, the aes proposed esbl phenotype was reproduced in the biomérieux labs for all card lots and media tested. This escherichia coli isolate showed an unusual profile for a strain with a high level case (ampc). PMA/510(k) number corrected to n50510: s103.